Event description:
Revision surgery due to aseptic loosening of the stem amistem h 16 months after the primary surgery. Pt had hip and thigh pain. We were informed on (B)(6) 2012.

Manufacturer narrative:
Document review: amistem h femoral stem size 0 std - ref (B)(4) / lot 093008 ((B)(4) stems produced). All parameters were found to be conforming to specs valid at the time of mfg. Forty two stems belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected, the cause of the loosening is unk and we do not have evidence that the event is device related; stem loosening is a known complication of thr.